Event description:
Our bard foley bags are leaking where the tube you use to empty them connects to the bag (bad seal). This has probably happened close to 10 times now with different pts. If the urine is leaking then we are unable to correctly measure the urine output, and it is a safety hazard to staff and the pt if the floor is wet.